Event description:
It was reported that during the implantation of a preloaded monofocal intraocular lens (iol), the inserter tube split open due to a thin spot identified. The tip of the cartridge was in contact with the patient's eye. Through follow up, it was learned that the patient had a standard cataract surgery. There was no medical or surgical intervention outside of the standard care required. The surgeon reported the lens never entered the patient¿s eye. The surgeon believes the nurses may have kept the product but was not sure. No other information was provided.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6: not applicable, as there was no patient involvement. . Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, the account did not have the information. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: no suspect product has been received; however, customer photo was provided. The photo was evaluated. The photo displayed the suspect cartridge and a lens was observed inside the cartridge. The cartridge was observed to be torn and damaged; the cartridge tip was also damaged. Due to no product received, no further evaluation could be performed. The complaint issue "cartridge tip cracked/damaged" was identified during photo evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.